Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing some pain at his rib cage. Database (db) analysis revealed no anomalies. The patient underwent a revision procedure wherein the lead was pulled down and replaced.

Event description:
A report was received that the patient was experiencing some rib cage pain. The physician assessed that it was due to his spinal column being narrow where the paddle lead was implanted. The patient underwent a revision procedure wherein the physician repositioned the lead.